Event description:
It was been reported that the cement would not release. No known adverse event was reported.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d4, g1-2, g4, h2, h6, h10. The product analysis can't be performed as the product was not returned, the event was not confirmed. The review of the device manufacturing quality record indicates that 599 products designation optipac softpac hipset, reference 4740500394-1, lot number 0001243555 were manufactured on 07 july 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded for optipac softpac hipset, batch 0001243555 within one year. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that the cement would not release. No known adverse event was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The device was returned and the event could not be confirmed. The returned device was evaluated and was conform. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement would not release.